Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Correction: d2. The device was not returned to zoll medical corporation. The device was evaluated by an approved service provider. A review of logs 4215 and 4214 found no evidence of an unintended shutdown occurring on (B)(6) 2026. In both logs, previous power-off events were associated with button presses. As a pre-caution, battery contacts were replaced. The device was thorughly evaluated by our service provider and determined to be operating as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.